Event description:
Bd 20 ml ll syringe found with calibration markings starting further down the barrel than normal resulting in inaccurate measurements. This was identified during staff testing and not during preparing products for patients. Product ref#: (B)(4), lot: 4157500. All remaining syringes were checked. Two total were found that were impacted. All others in the same lot were not impacted. (B)(6). Submission ID: (B)(4). Reference report: #mw5161790.